Event description:
Faulty 10ml bd syringes with "fluff" in the barrel our deviation hello bd. Please see attached photos. Can I report a complaint regarding a 10ml bd plastipak syringe to you. It was discovered in our unit on (B)(6) 2023 during a working session in our isolator. The syringe was removed from its sterile outer wrap and a sterile needle attached, the operator then pulled back the plunger withdrew 7.2ml of water for injection and attached a clean needle. The operator then noticed some ¿fluff¿ in the bottom of the barrel of the syringe. The syringe was passed out of the isolator and I have it if you wish it to be returned to you? Please let me know. It does have water for injection within the syringe. The 10ml syringe is bn 2307008 exp 30/06/28 . No others have been reported to me being affected. Please let me know what you would like me to do with the syringe either destroy it or return it for investigation. Ill document at our end the faulty 10ml syringe under deviation number 20231201dv04 and await any feedback/investigation report to add to our deviation root cause. Many thanks. Nic. Nicola armstrong lead quality pharmacy technician ¿ aseptic services pharmacy department aseptic unit cumberland infirmary (B)(6).

Manufacturer narrative:
Pr 9335938 follow up MDR for device evaluation: both photos along with the physical sample was provided to our quality team for investigation. Through visual inspection, a particle was observed behind the plunger, verifying the reported incident. A device history review was performed for reported lot 2307008, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We perform inspections and clearly defined cleaning, we have reviewed production and inspection records and have established that all production and quality processes were carried out normally. While we cannot identify a direct issue, the particle was determined to be dirt that accumulated within the manufacturing equipment. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Pr 9335938: initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Faulty 10ml bd syringes with "fluff" in the barrel our deviation hello bd please see attached photos can I report a complaint regarding a 10ml bd plastipak syringe to you. It was discovered in our unit on (B)(6) 2023 during a working session in our isolator. The syringe was removed from its sterile outer wrap and a sterile needle attached, the operator then pulled back the plunger withdrew 7.2ml of water for injection and attached a clean needle. The operator then noticed some ¿fluff¿ in the bottom of the barrel of the syringe. The syringe was passed out of the isolator and I have it if you wish it to be returned to you? Please let me know. It does have water for injection within the syringe. The 10ml syringe is bn 2307008 exp 30/06/28 no others have been reported to me being affected. Please let me know what you would like me to do with the syringe either destroy it or return it for investigation. Ill document at our end the faulty 10ml syringe under deviation number 20231201dv04 and await any feedback/investigation report to add to our deviation root cause. Many thanks nic nicola armstrong lead quality pharmacy technician ¿ aseptic services pharmacy department aseptic unit (B)(6) 814564 or 814563 (B)(6)